Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic with non-sustained lead noise episodes due to p-wave undersensing. Programming changes were recommended.